Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg became inoperable after patient's lack of charging . As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was revised. Effective therapy was restored postoperatively thus resolving the issue.